Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 76-year-old patient with a valve model 7300tfx25 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately three (3) years and three (3) months due to degeneration leading to severe stenosis and moderate regurgitation. The patient presented with shortness of breath. A 23mm transcatheter heart valve was successfully implanted within the pre-existing surgical edwards valve. The patient was noted as to be discharged home.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure. Attempts have been made to obtain additional information. However, the customer was not willing to provide any further information on this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.